Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed and data analysis confirmed that this s-ICD the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently, this s-ICD remains in service and no adverse patient effects were reported.